Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where hemostatic valve was leaking. It was reported that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small sheath was broken, and that there was blood leaking from the valve. The sheath was exchanged and the issue was resolve. The case continued without any further incident. The caller stated that the carto 3 is working per specs and the sheath has been determined to be the root cause of the product complaint. The products were not visually damaged. Blood was leaking through the valve. The sheath was being used on the patient. No air entered the patient¿s body. This issue did not require percutaneous or surgical removal. The hemodynamics was not compromised due to bleeding. The issue was noticed immediately, and sheath was exchanged. Blood loss was minimal. No medical intervention required to stop the bleeding. The hemostatic valve leaking is an MDR-reportable issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10/29/2020, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where hemostatic valve was leaking. It was reported that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small sheath was broken, and that there was blood leaking from the valve. The sheath was exchanged and the issue was resolve. The case continued without any further incident. The caller stated that the carto 3 is working per specs and the sheath has been determined to be the root cause of the product complaint. The products were not visually damaged. Blood was leaking through the valve. The sheath was being used on the patient. No air entered the patient¿s body. This issue did not require percutaneous or surgical removal. The hemodynamics was not compromised due to bleeding. The issue was noticed immediately, and sheath was exchanged. Blood loss was minimal. No medical intervention required to stop the bleeding. Device evaluation details: the device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001350 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).